Event description:
It was reported that a pt underwent a sling procedure during (B) (6) 2006. On post-operative day one, the pt was unable to urinate. The pt was given a foley catheter for ten days. The foley was removed and the pt self catheterized for six months. In 2007, the surgeon cut part of the sling by the urethra and the pt could void by standing and straining. The pt had chronic complaints of sharp stabbing pain that increased when walking and was given steroid injections and had physical therapy three times per week for nine months. In (B) (6) 2009, the pt had the remaining sling removed. The pt reported "much improvement".

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.